Event description:
Report received of an over-delivery due to an error in programming the device. In 2002, the pump was programmed to deliver normal saline at a rate of 250ml/hr with a volume to be infused (vtbi) of 199.9ml. The physician ordered the rate to be changed to 5ml/hr. At 1820, the pump was reprogrammed to deliver at rate of 8ml/hr, with a vtbi of 198.5ml. The next day, at 0600, the nurse noted that the pump was delivering at the rate of 8ml/hr instead of the intended 5ml/hr. At that time, the pump was reprogrammed to deliver at 5ml/hr and was continued for another 24hours before the infusion was stopped and the pump was pulled from clinical service. There was no reported adverse effect to the pt. The pt was discharged from the hosp with no adverse sequelea. Though requested, no further info was received.